Event description:
It was reported that a caucasian female patient who underwent an unspecified breast augmentation with a mentor memorygel, 325cc on the left, and 350cc on the right-side silicone breast prosthesis, experienced bilateral hypertrophic scars postoperatively. As a result, patient underwent bilateral scar revision on (B)(6) 2018. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2023 stated that the patient also experienced left sided capsular contracture grade IV. As a result, patient underwent left sided capsulectomy and replacement with cat: 3503251bc, sn: (B)(6), on (B)(6) 2023. Reason for device explant and/or reoperation: surgical intervention, hypertrophic scar, capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 22, 2023 indicated that the patient also underwent bilateral areolar revision. Suspect device received on november 29, 2023 device evaluation completed on december 1 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).